Manufacturer narrative:
(B)(4): the explanted lead was not returned to neuropace for analysis. However, review of the device ecog and lead impedance confirmed that the ecog data are suggestive of a potential lead break.

Event description:
A change in the left depth lead impedance and signal was observed in (B)(6) 2017 during remote review of the patients ecogs and confirmed in (B)(6) 2018 during a patient appointment. At the appointment, the decision was made to disable detection on this lead. No information regarding seizure-related trauma or other potential causal factors resulting in the lead break were provided by the treating center. During a routine battery replacement on (B)(6) 2019, the depth lead was removed and a new lead was implanted and connected to the neurostimulator without complications. The explanted lead was damaged during the removal process and was discarded by pathology.